Event description:
It was reported that patient lost stimulation at an unknown time and is unable to place their ipg into MRI mode as the ipg battery is dead. Patient may undergo an ipg replacement to address the issue at a later date.

Manufacturer narrative:
B3- date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
B3- event date added, which was not captured in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.